Event description:
It was reported that the device exhibited premature eri. Initial interrogation revealed a measured battery data of 2.54 v, 8 ua, 21.8 kohms with 0 months remaining longevity. The calculated remaining longevity should have been two years. The patient was not pacemaker dependent.